Manufacturer narrative:
Block d2: common device name and pro code were updated. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the common bile duct to treat an extrinsic pancreatic tumor compression during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the first flange did not deploy at end of step 2. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on an unknown date. During the procedure, the stent did not deploy. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the common bile duct to treat an extrinsic pancreatic tumor compression during an endoscopic ultrasound (eus) drainage procedure performed on (B)(6) 2025. During the procedure, the first flange did not deploy at end of step 2. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block b5 was updated with event details missing from previous report. Block e was updated with physician's (initial reporter) details missing from previous report. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage following the puncture.